Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -2.0/+4.0/079 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. Intraoperatively the lens was removed due to excessive vault. The surgeon states that the "surgery was complex and [the] doctor finally decided [to] not implant the icl. In their opinion the icl pushed the iris in the surgery because the icl is too big for the eye". See MFR report 2023826-2019-00046 for initially implanted lens.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to lens surface. Dimensional inspection was within lens specification. (B)(4).